Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch alert due to high pacing impedance out of range. The lead was programmed back to bipolar configuration and there was noise noted with isometrics. Reportedly, there was no pacing inhibition greater than 2 seconds and no patient symptoms. The physician will schedule the patient for a lead replacement in a future date. The lead remains in service at this time. No adverse patient effects were reported. Additional information received indicates that the rv lead was surgically abandoned due to noise and oversensing with no pacing inhibition. The lead was successfully replaced. In addition, the cardiac resynchronization therapy pacemaker (crt-p) was explanted on the same surgical intervention as it entered safety mode. The crt-p was also replaced. No additional adverse patient effects.